Manufacturer narrative:
Upon further review, it was assessed that the event of pneumonia and candidemia and its reported severity were not related to the device or therapy but were instead complications of the patient's hospitalization.

Manufacturer narrative:
Event date: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature.

Event description:
Ben-haim, s., flatow, v., cheung, t., cho, c., tagliati, m., alterman, r.l. Deep brain stimulation for status dystonicus: a case series and review of the literature. Stereotactic and functional neurosurgery. 2016. 94(4):207-215. Doi: 10.1159/000446191. Summary: we present our experience with pallidal deep brain stimulation (dbs) in 5 dyt1-positive patients with status dystonicus (sd) and provide a review of the literature to examine optimal management. Reported events: one (B)(6) male patient underwent bilateral globus pallidus internus (gpi) deep brain stimulation (dbs) implant for treatment of dystonia. His hospital course was complicated by pneumonia and candidemia, leading to a prolongation of his ICU stay, and only on postoperative day 16 was he weaned off propofol and precedex. He was discharged home on postoperative day 20 on his preoperative medication regimen and was noted to be improved from his pre-crisis baseline. The patient continued to improve over the ensuing year, and at the 24-month follow-up his burke-fahn-marsden rating scale (bfmrs) motor and disability scores were 2, representing an 88 and 81% improvement from baseline, respectively. The authors reported that the patients were implanted with either a 7426 soletra, 37602/37603 activa sc, or 37612 activa rc neurostimulators, and model 3387 leads. It was not possible to ascertain any additional specific device information (such as serial numbers) from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.